Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was having lengthy charging time. She had been educated and the charging issue was resolved. No further course of action will be taken.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.